Event description:
Medic responded to a medical call, pt condition not reported. Reportedly, ECG electrodes were attached to the pt, the device failed to display an ECG waveform. Placement of the limb leads was checked and the ECG trunk cable was reseated, a replacement ECG cable and limb leads were also tried without success. The device operator also stated the device would not provide valid blood pressure readings. The rptr stated there were no adverse affects to the pt as a result of device operation. Pt outcome was not reported.